Event description:
The freestyle libre 3 gave dangerously false reports. "(B)(6) 2003": sensor serial number: (B)(4). Sensor reading: 270 mg/dl. Finger stick blood test: 215 ml/dl; 280 mg/dl; 221 mg/dl; 280 mg/dl; 211 mg/dl; 311mg/dl; 245mg/dl; 293mg/dl; 248mg/dl; 220mg/dl; 202mg/dl; 280mg/dl; 227mg/dl; (B)(6) 2023: 289mg/dl; 272mg/dl. At this time, I called abbott laboratory. The asian speaking lady apologized and proceeded to send me a new replacement sensor. The replacement sensor serial number is (B)(4). The manufacturer was made aware of the serious problem. (B)(6) 2023: new sensor #(B)(4). 54mg/dl, ate food; 266mg/dl; 212mg/dl; 188mg/dl; 127mg.dl. Obviously both sensors are defective and misleading, and this includes the new replacement. If one is to rely on those freestyle libre 3 readings, an overdose of insulin could result with possible severe health consequences. I am a retired physician and I can appreciate the problem here. I, as a doctor, suggest that those libre 3 sensors should be recalled and recalibrated by abbott. Reference report: mw5116296.